Manufacturer narrative:
Main component of the system and other applicable components are: product ID neu_unknown_cath, serial # unknown, product type catheter.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. It was reported that the patient had a revision approximately 4 years prior and the old catheter was left in place. The old catheter is now apparently leaking cerebrospinal fluid (csf) into the pump pocket. They aspirated approximately 40 ml out of pump pocket believed to be csf. It was unknown if the patient had other symptoms. It was noted that the company representative reports or inquiries about csf leak (or spinal headache). They planned a revision to tie off the old catheter. The patient was being referred to a general surgeon to tie off the end of the abandoned catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.